Event description:
It was reported thta during a lar procedure, the device fired but failed to deploy stapels full (malformed). Staple line was oversewn. Cases completed with another device of the same product code. No pt consequence.